Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: foreign matter in tube x1."

Manufacturer narrative:
H6: investigation summary bd received one samples and 4 photos for investigation. The photos and were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the issue of additive abnormality was observed however, the test results were within specification limits. A large droplet was in the bottom of the sample tube. The tube was sent to the chemistry lab for testing. The test result for the amount of additive in the tube is within the specification. Retention samples from bd inventory were evaluated using visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: foreign matter in tube x1."